Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced.

Event description:
The hospital reported the unit alarmed for bellows blocked. There was no report of patient involvement.